Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. A device history record (DHR) review was conducted: manufacturing location: supplier ¿ (B)(4), packaged and released by: (B)(4). Release to warehouse date: 07-dec-2021. Expiration date: 31-oct-2023. Part number: 03.010.437s, 12.0mm outer protection sleeve for suprapatellar - sterile lot number: 394p098 (sterile), lot quantity: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, during a procedure using a 12.0mm outer protection sleeve for suprapatellar tibial nail, the piece of the sleeve ripped off and was lodged under the proximal end of the nail. There was a fifteen (15) minutes of surgical delay due to use of a knee scope to retrieve the fragments of the sleeve from the patient. Everything was removed and the outcome was normal. Surgeon used a new protection sleeve and the procedure was successfully completed. This report is for one (1) 12.0mm outer protection sleeve for suprapatellar - sterile this is report 1 of 1 for complaint (B)(4).